Event description:
Terumo medical corporation received the reported information. First, right femoral artery access was attempted with micropuncture however, it was unsuccessful. Second right femoral artery access successful. A 6 french x 10cm sheath inserted into the right femoral artery. The sheath was exchanged, and a 6 french x 45cm destination sheath was advanced up and over to left femoral artery. 5000 units of heparin were administered. A successful percutaneous transluminal angioplasty (pta) of the left leg target lesion was performed. The 6 french x 45cm destination catheter was replaced with a 6 french x 10cm sheath. The 6 french angio-seal was prepared in standard fashion. The wire with the angio-seal kit was inserted into the 6 french sheath then the sheath was exchanged with the angio-seal sheath. The angio-seal sheath with the arteriotomy locator was advanced over the angio-seal kit wire. Back flow of blood through arteriotomy locator was obtained. The sheath was pulled back until blood flow through arteriotomy locator was lost then re-established confirming proper sheath placement. The sheath was secured manually, then wire and arteriotomy locator removed. The angio-seal device was advanced into sheath in standard fashion. Back part of the angio-seal delivery device was joined to sheath and pulled back until audible click was heard. The angio-seal sheath was pulled back to fully deploy angio-seal. The scrub tech observed that the collagen plug was outside of the body, collagen plug not fully in compacted. The tech decided to hold manual pressure for hemostasis. A second tech entered room to help. The angio-seal suture was cut below the white bead on suture, tamper tube was removed. The suture was trimmed again about 1 centimeter from the collagen plug. Tech 2 attempted to push the plug below the skin while the other was holding suture with hemostats. During repositioning, the collagen plug slid off suture. The tech attempted to secure the remaining suture with hemostat; however, the remaining suture pulled outside of body effortlessly with hemostats as per tech. Successful hemostasis with manual pressure was obtained. The access site was dressed in sterile fashion. Ultrasound of right femoral artery was performed after case; the results were normal. Doppler of right pedal region was performed, same as pre-procedure. Ultrasound and doppler performed again at corresponding areas an hour post procedure with no significant findings. The patient was stable as per staff. Product did not perform as intended as per staff. Additional information was received on additional: the patient was doing well with no signs of issues as per account.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation; however, an image of the deployed collagen was provided. Based on the available information and the provided image it appears that after attempted deployment, the collagen was protruding from the patient. As a result, the complaint can be confirmed for a positioning issue of the collagen. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).